Event description:
It was reported that the customer was hospitalized due to low blood glucose of 47mg/dl. Troubleshooting was performed. Reviewed the programming and it seems that everything is correct. The reservoir was showing the same amount of insulin as shown on the status screen. The mother stated that the customer fell between the bed and the wall. The caller attempted to bring her glucose level up, but it continued dropping for six hours and the paramedics were called. It was stated that the diabetes educator noticed some discrepancies in her carelink reports and the insulin pump history. The trainer mentioned that the customer had seizures due to her low blood glucose, and the customer had experienced similar problems prior to the event. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.